Event description:
It was reported that patient underwent a system explant procedure due to an unknown reason. Additonal information was received that the patient was explanted due to infection. All components were explanted and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17685065. Product family: scs-linear leads: upn:m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17411294/17411294.

Event description:
It was reported that patient underwent a system explant procedure due to an unknown reason.